Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for the psoas release procedure of the patient's left hip in 2016. A follow up note was provided from (B)(6) 2016 stating "the patient was being checked up on after the psoas release in the left hip. It is now a good 2 months after the operation. She is doing well. She said that the pain she had before the operation is completely gone..." No mention of explantation is made.